Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer's blood glucose.